Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2024-07898. Correction: e. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone number is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the calibration failed 3 times, error code 80 (water check time out - unable to reach calibration temperature) and 82 (water check time out - other condition) in an arctic sun device. Per follow up information received via email on 16oct2024, the device would be repaired at crs depot. No patient involvement. Per sample evaluation received via task on 06dec2024, it was reported that the 2 valves from the fluid delivery line (fdl) were damaged and leaking in an arctic sun device. Temperature in rusch cable damaged. Temperature in nellcore cable damaged. Flow rate at 2.2 liters/minute and the inlet pressure was fluctuating too much. Circulation pump not performing correctly. Mixing pump not performing correctly.

Event description:
It was reported that the calibration failed 3 times, error code 80 (water check time out - unable to reach calibration temperature) and 82 (water check time out - other condition) in an arctic sun device. Per follow up information received via email on 16oct2024, the device would be repaired at crs depot. No patient involvement. Per sample evaluation received via task on 06dec2024, it was reported that the 2 valves from the fluid delivery line (fdl) were damaged and leaking in an arctic sun device. Temperature in rusch cable damaged. Temperature in nellcore cable damaged. Flow rate at 2.2 liters/minute and the inlet pressure was fluctuating too much. Circulation pump not performing correctly. Mixing pump not performing correctly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. Initial reporter phone number: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.